Event description:
Dealer called co at approx 9:30am to inform co that his pt had called and stated that the device had caught on fire. Dealer assessed the damage and felt that the pt was smoking. The cigarette fell on the pouch and caught on fire. The pt assured the dealer that pt smoked two cigarettes in his home and not in the car. The dealer checked the pt's car and found cigarette burns all over the carpet and on the two front seats of the pt's car. The device was intact and working properly. The battery indicator worked and the cannula had no burns.